Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 a patient sent an e-mail to our affiliate in (B)(6) to report that he/she purchased the acuvue oasys brand contact lenses but "did not adapt." The pt reported that the "lenses increased the dryness of my cornea and today I am in treatment." A call was placed to the pt and additional information was obtained as follows: the pt reported that in (B)(6) 2015 he/she reported the he/she used the contact lens for 40 days as per his eye care professional (ecp) instructions. The pt also reported that the lenses "felt very dry after 30 minutes of use and he/she used re-wetting drops, lacrifilm." The pt reported that he/she "scratched the cornea trying to remove the lens from his/her right eye." The pt reported that he/she "has been out of work for 1 week due to the injury of the right eye." The pt reported that he/she is a first time wearer for the acuvue oasys brand contact lens. The pt reported that he/she was prescribed vigamox eye drops, 1 drop every 6 hours for 1 week; epitezen every day before going to sleep for 1 week; epitgel as necessary for 1 week; and lacrifilm 2 drops every hour for 1 week. The pt reported that "after his first treatment the right eye had gotten better, but the pt woke up one morning in (B)(6) feeling pain on the od." The pt reported that he went to a different ecp and was diagnosed with "conjunctives on the od." The pt was prescribed epitezan every day before going to sleep for 1 week; vigamox 1 drop evert 6 hours for 10 days; epitegel as necessary for 10 days; lacrifilm 2 drops every hour for 10 days." The pt also reported that the ecp "bandaged" the pts right and advised the pt to rest for 1 day in his room with limited sunlight. The pt also reported that the symptoms continued into (B)(6) 2016 with the pt reporting that he/she awakened with a swollen od on (B)(6) 2016. The pt reported that he/she went to an ecp who diagnosed the pt with conjunctivitis and scratched cornea. The pt reported that he/she was prescribed lacrifilm 2 drops every hour for 1 week. The pt reported that the symptoms didn't resolve and the pt went to another ecp who advised the pt that he/she was scheduling a "surgery" on the od. The ecp prescribed the pt vigamox 1 drop every 3 hours for 1 week and ster med every 6 hours for 10 days. The pt reported that he had a return appointment scheduled on (B)(6) 2016 for od re-check. On (B)(6) 2016, the pt sent an e-mail reporting that the "epithelium was not loose, therefore the pt does not need surgery at this moment." The pt reported that he/she has a follow-up appointment in (B)(6) 2016. It is unknown what "surgery" was discussed with the pt. Multiple attempts have been made to contact the pts treating ecp. No additional medical information has been received. The suspect product availability for return for evaluation is unknown at this time. This event is being reported as a worst case event for the pts od. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002ldn was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt.